Manufacturer narrative:
A CT scan was taken and showed that this patient had bone loss under the fossa component. The patient was diagnosed with chronic mastoiditis, and it was reported that the left tmj implants were removed. No additional patient consequences were reported.

Event description:
The patient left tmj devices were removed due to malposition secondary to chronic mastoiditis.